Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13f12031 and h13f26015. All release criteria were met prior to the release of this lot. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).